Event description:
Patient's PICC was leaking at the hub (purple lumen), checked with flushing and leaking observed at the connection between catheter and hub. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.